Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken lens. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid scope was found to have cracked lens during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid scope was found to have cracked lens during reprocessing. There were no reports of patient involvement.